Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 130 ohms to 138 ohms. Boston scientific technical services (ts) discussed that a shock impedance greater than 145 ohms could cause a truncation of energy delivery to the patient. The boston scientific representative stated that the patient had not received any recent therapy to review shock impedance with therapy delivery. Ts explained that a commanded maximum energy shock test would be appropriate to determine shock impedance during therapy delivery. Ts discussed a gradual rise in impedance is most likely due to calcification around the lead coils and even if the value decreases after a 41 joule shock, the daily measurement values will most likely continue to increase. The representative indicated they will follow up with the physician to determine next steps. The rv lead was subsequently surgically abandoned and replaced during a scheduled device replacement procedure the same day. No additional adverse patient effects were reported.